Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the scrub nurse noted that the laser fiber was broken upon opening the package. A second flexiva 200 tractip laser fiber was opened and same issue occured. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.